Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report seven of seven for the same event; see previously submitted 0002184052-2016-00119. See also 0002184052-2016-00120 through 00124.

Event description:
The sales associate reported 2 screws had popped on the doctor during a fused kaposis revision procedure. The doctor is replacing with lineum and extending into thoracic spine with polaris product.

Manufacturer narrative:
The returned screw was examined and functionally tested. There were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event. It cannot be confirmed that this device contributed to the event. Additional information in device evaluated by MFR?, device manufacture date, and evaluation codes.